Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified left superficial femoral artery. The 6.0mmx100mmx80cm sterling balloon catheter was advanced to the lesion. The balloon was inflated at 6 atmospheres on the first inflation however it ruptured at 14 atmospheres on the second inflation. The device was completely removed from the patient. The procedure was completed using a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).